Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, after a 26mm sapien 3 ultra valve was deployed in correct position, resistance was noticed during removal of the delivery system. The 14f esheath appeared to be kinked and the commander delivery system was getting caught at the distal end of the sheath. It was suspected that the kink occurred once the commander was not backing out. It was believed that there was coaxial alignment of the delivery system upon reentry into the distal end of the sheath, but this was unconfirmed. There was no retained volume in the balloon; time between deflation and withdrawal was 1-2 minutes. Additional force was used to try to remove the delivery system unsuccessfully. It was believed that the balloon was torn during the withdrawal into the sheath. Everything was then pulled down over the wire as a unit. The sheath was able to be removed but the delivery system would not come out. A cut down to the femoral artery was performed and everything was removed without issue. Upon removal, the distal end of sheath had a little bend/kink on it. The patient did fine.

Manufacturer narrative:
The device was not returned for evaluation. 3mensio and photo provided from the site was evaluated, and the following was observed: calcification present in patient's access vessels. Tortuosity present in patient's access vessels. Inflation to crimp balloon was separated. Balloon wings slightly flared. The complaint for torn balloon was confirmed by provided imagery. However, the complaint for withdrawal difficulty was unable to be confirmed. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined by provided imagery. A review of the DHR, manufacturing mitigations and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint description states, "resistance was noticed during removal of the delivery system. The 14f esheath appeared to be kinked and the delivery system was getting caught at the distal end of the sheath. It was suspected that kink occurred once the commander was not backing out. Additional force was used to try to remove the delivery system unsuccessfully. It was believed that the balloon was torn during the withdrawal into the sheath". Tortuosity in the patient's access vessels was reported per provided 3mensio. As potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, tortuosity in the access vessel can create non-coaxial withdrawal angles, resulting in the distal end of the delivery system catching onto the sheath tip. A result, it is possible that excessive manipulation was used to overcome the felt resistance, leading to the tearing of the inflation balloon to crimp balloon bond. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.